Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was unable to fill multiple cartridges as it appeared that there was white material inside the needle. The user loaded a new cartridge with a new needle successfully. Additionally, it was reported that a valid cartridge alarm 5 (pressure out of range) occurred. Reportedly, the cartridge was filled out of sequence. The user's blood glucose (bg) level was approximately 400 mg/dl. The user addressed bg level with a manual injection.